Event description:
It was reported that patient had revision surgery for loose anchor in the sub acromial space. Only the screw part of the anchor was loose, the tip was still in place and could not be retrieved. The screw was retrieved and discarded. A revision rcr was performed on the anterior portion of the supra spinatus using a 6.5mm multifix-s ultra.

Manufacturer narrative:
The reported multifix s peek device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed.

Manufacturer narrative:
The reported multifix s peek device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed.